Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, vascular occlusion, was deemed to meet the reporting criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent impairment of a body function. The device history record could not be reviewed as the lot number was not reported.

Event description:
This case was linked to MDR 3013840437-2020-00036 and MDR 3013840437-2020-00037, referring to the same reporter and the same reaction. This spontaneous report was received from a us healthcare professional and concerns a patient. The patient was treated with radiesse® into the mid face. A vascular occlusion was reported after the radiesse® treatment. The patient developed a very large scabby and red erosion of skin tissue in cheek area. Corrective treatment included hyperbaric chamber daily. The outcome of the event was not reported.